Manufacturer narrative:
Block b5: initial MDR stated that it was being reported conservatively. However, based on the device evaluation, there is a potential for harm due to the semi balloon radial tear. Block d1: the brand name was updated from angiosculpt rx ptca to angiosculpt ptca rx scoring balloon catheter to match the product label. Block h3: the angiosculpt device was returned for evaluation. Visual inspection found a lacerated exit port. During functional testing, using an indeflator filled with green color dye water, the device was pressurized to less than 2 atm, and was unable to hold pressure. Upon microscopic inspection, a semi balloon radial tear and longitudinal tear was observed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Based on the device evaluation, a semi balloon radial tear was observed. This product problem is being reported due to the semi balloon radial tear; potential for harm.

Manufacturer narrative:
Block a2/a4/a5: the patient''s dob, weight, ethnicity, and race are unknown. This information was not available from the facility. Block g2: foreign- colombia. Block h3: the angiosculpt device was not returned, thus no returned product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a coronary procedure. During inflation at 6 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.